Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a cgm accuracy issue. At around 9pm, the patient was experiencing dizziness, ¿focus issues¿, increased thirst and a headache. The cgm was reading 249 mg/dl, and the bg meter was reading 482 mg/dl. Ems was called and transported the patient to the emergency room (ER). At the ER, the patient was treated with IV fluids and 10 units of insulin (route not specified). The patient was discharged home after approximately three hours. The patient was in ¿normal condition¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. It has been reported that there was a difference in readings of 200 points. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.